Event description:
After inserting the lt cage implant, the scrub tech noticed one of the flanges on the implant inserter was missing. Md was notified and the surgical field was searched. The broken flange was found and retrieved however it was missing a small piece. The field was searched again and fluoro was used to try to locate the missing piece which looks to be approx. 1-2mm x 1-2mm. We opted not to remove the implant to further search wound as it would cause more harm than good to the patient.what was the original intended procedure?anterior spinal fusion l5-s1.